Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2022-09604, related manufacturer reference number: 2017865-2022-09605. It was reported that the patient presented with a lead eroded through skin and infection. It was unknown if the lead which eroded was the right ventricular or right atrial lead. The system was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information indicates that the physician did not believe the infection was due to an abbott product.